Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted: (B)(6) 2014; 694765 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was seen in the ER (emergency room). It was found that the device had delivered atp (anti-tachycardia pacing) therapy for vt that may have accelerated rate into vf. Additionally, it was reported that the atrial lead was ffrw (far field r-wave) oversensing. No action was taken. The lead and device remain in use. No patient complications have been reported as a result of this event.